Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the customer complaint incident was duplicated and confirmed. The DHR pack appendix 2 was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: july 2014. No non-conformance reports were raised during the manufacturing process for this monitor. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Rate of occurrence: during the time period ¿(B)(6) 2014 to (B)(6) 2015¿, the quantity of complaints over the review period with the key word identified in the complaint review (1) can therefore be calculated as (B)(4)%. Conclusion: the root cause evaluation identified the cam02 monitor was possibly dropped thus causing the lcd cable to be disconnected from the embedded pc board. The lcd cable disconnection caused the complaint incident ¿would not go to the home screen when powered up¿.

Event description:
The customer took the unit out of the box from a previous repair and would not go to the home screen when powered up. The customer only saw a white screen for 10 minutes. There was no patient contact or injury.